Manufacturer narrative:
Mml reference # (B)(4). Other device explanted. Model: 8145 description: implantable stimulation lead serial number: (B)(6). UDI #:(B)(4).

Event description:
It was reported that the patient could not feel the contraction during the 3rd-month visit. The clinical specialist assessed the patient and identified the right lead had an out-of-range/high impedance. The patient was reprogrammed to address the issue. A few days later, the patient reported not feeling the contraction again. The right lead had a progression of out-of-range failure. The patient was reprogrammed to unilateral stimulation until revision surgery could be scheduled. The revision surgery took place on (B)(6), 2023. The x-ray images revealed poor placement of the leads, and therefore, both leads were replaced. There was no report of patient harm or injury. The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the right percutaneous stimulation lead. There was no fault found on the left stimulation lead.